Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) of platelets during therapy in unit 57 oncology, hematology, bmt. The customer reported that the pump was set to infuse 347 mls of platelets at 833 ml/hr. However, when the pump indicated the infusion was complete, the reporter was required to add 98 mls of fluid to be infused. The set used with the pump was "blood y-type IV administration set w/ 170-260 micron filter, product code jc7751, lot # unknown." It was also reported there was no patient injury or medical intervention provided as a result of this under infusion event.